Manufacturer narrative:
Device evaluation: returned device was received device was received in fair condition. During the evaluation of the device it was found that the stripped housing standoff causing the screw to come undone. The customer reported condition was confirmed. Problem source is service and repair. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received that a smiths medical pneupac vr1 ventilator was "rattling inside". No adverse effects were reported.